Manufacturer narrative:
Complaint (B)(4). Received 1 inner box 450041/18k29c for evaluation. Received customer pictures. We have no further inventory of the material/batch. We forwarded the complaint, pictures and samples to our supplier for their investigation and comments. Manufacturing and inspection records of the concerned material/batch were reviewed and no abnormalities which could be related to the reported event were observed. Retain and customer samples were visually examined. No abnormality such as damage or molding defect could be observed. Screwing torque was measured on the customer samples. All samples were in the standard range (maximum 4.2cn·m). All samples were screwed into holder without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum was 21.0cn·m. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque for the same sample. The complaint cannot be confirmed.

Event description:
Customer states the needle broke during phlebotomy.